Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Bdc ID: (B)(4).

Event description:
It was reported via a literature article titled " a case of aggressive treatment for a very elderly patient with severe lesion in the coronary artery" that vessel peroration occurred. The patient was being treated for a 90% stenosed three branch lesion located in the severely calcified left anterior descending, (lad), ostial left circumflex (cx) and the mid right coronary artery (rca). After crossing the lesion with a floppy wire, an unspecified ivus catheter was advanced but it failed to cross the lesion. The wire was exchanged to a rota support wire, and the ablation was performed with a 1.5mm rota burr. After ablation was performed twice, contrast leakage was noted from the lesser curvature of the circumflex artery. Vessel perforation was suspected from the rotablator burr. Balloon dilation was performed immediately and the bleeding was confirmed stopped. While waiting for the bleeding to be stopped, the physician attempted to continue the treatment of the lad and advanced an unspecified 1.5mm small diameter balloon catheter, but the 1.5mm balloon catheter did not cross the lesion. When crossing was attempted by advancing the 1.5mm balloon catheter slowly, the flow of lad became slow due to vessel dissection, and the patient's hemodynamic status was collapsed at this point. While performing cardiac massage, ablation with the rotablator was performed in the lad, and percutaneous cardiopulmonary support (pcps) was inserted. After the ablation, the balloon catheter could cross the lesion, and three promus stents were implanted in the proximal lad to left main trunk. A 3.00 promus stent was implanted in the cx where the vessel perforation occurred. The whole lesion was dilated sufficiently, and the procedure was completed. The patient condition was considered to be very serious due to the long duration of CPR, suspecting the fracture of rib. The patient was sent to the intensive care unit in vital shock but gradually has own wall motion. Pcps was removed 2 days after the procedure. Intra-aortic balloon pump (iabp) was removed 5 days after the procedure. The patient was discharged from the hospital and returned home 45 days after the procedure.